Event description:
It was reported that the patient underwent a knee revision approximately seven (7) months post-implantation due to a bone fracture of the patient's patella. The tm patella was removed and osteosynthesis was performed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H10: this device was erroneously reported under an incorrect MFR and is now being submitted under the appropriate MFR. See original report 0001822565-2024-03368. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.